Manufacturer narrative:
Product development investigation was completed. A visual inspection, material check, and drawing review were performed as part of this investigation. This complaint is confirmed. Unknown tfna nail, long and 11 mm diameter, was returned in a broken state for the investigation. The nail is broken at the proximal locking hole and the broken head portion of the nail is missing. Reportedly, a portion of the broken nail (with the part and lot number etched on it) was inadvertently discarded by the hospital. Hence the exact part number and lot number of the tfna nail could not be determined. Replication of the complaint condition is not applicable due to confirmed damage. The outer diameter of the tfna nail shaft measured at 11.07 mm and the design suggested that it is for the left leg, hence the possible part numbers for the returned nail are 04.037.121 thru 04.037.199. The implant shows minimum wear and no scratches or striations on the rest of the surface. No damage, other than the complaint condition, was observed on the returned broken implant. Material verification was performed on the returned tfna nail using thermo scientific material analyzer (gage #: (B)(4)). The tfna nail was found to be manufactured using timo alloy (ti ¿ 85.50% and mo ¿ 14.35%) which is in line with the material specification and hence current released drawing. The exact date of manufacturing could not be determined due to missing part number/lot number combination. Hence the current released drawing for 11 mm diameter cannulated tfna naili, was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The shaft diameter measured within specification at 11.07 mm (spec: 11.1 mm +/-0.1). The diameter of the cannula at the distal end measured within specification at 4.55 mm (spec: 4.6 mm +/- 0.1). Hence no drawing issues or discrepancies were noted. Calipers used: ca814. The exact root cause could not be determined in the lieu of further details about the incident and/or the patient. It seems that the complaint condition is most probably an outcome of premature excessive loading on the implant or a possible trauma event which lead to the breakage of the implant. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The measured features of the returned complaint device were found within applicable specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age & weight not provided for reporting. This report is for unk - tfna nail/unknown lot number. The right long tfna nail, helical blade, and 5.0 mm locking screw were originally implanted on an unknown date approximately 3 months ago device is not expected to be returned for manufacturer review/investigation. Therapy dates: unknown. The 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision of a broken trochanteric fixation nail- advanced (tfna) nail on (B)(6) 2017, due to a broken nail and nonunion. The right long tfna nail, helical blade, and 5.0 mm locking screw were originally implanted on an unknown date approximately 3 months ago at another facility. The patient was revised to a dynamic hip and condylar screw system (dhs/dcs) plate; part and lot number unknown. The broken nail, the helical blade and the 5.0 mm locking screw were relatively easy to remove. No additional medical intervention was required during the procedure; all nail fragments were successfully removed. The surgery was successfully completed with no surgical delays and a good patient outcome. The remaining pieces of the broken nail will be returned for investigation. Reportedly, a portion of the broken nail (with the part and lot number etched on it) was inadvertently discarded. The concomitant helical blade and 5.0 locking screw were discarded and are, subsequently, not available for investigation. This complaint involves one (1) device. Concomitant devices reported: helical blade (part # unknown, lot # unknown, quantity 1), 5.0 mm locking screw (part # unknown, lot # unknown, quantity 1). This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon the receipt of the device at manufacturer, it was noted that the device is a tight 11mm nail. The angle could not be determined at the time.